Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging a couple of display issues with her onetouch ping meter. The pt reported that the backlight was "not as bright" and that the subject meter's display appeared faded. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged product issues were discovered simultaneously on (B) (6), 2010, a few minutes prior to contacting lfs, when she attempted to use the subject meter for the first time. At the time of troubleshooting, the pt claimed that she did not attempt to test with the subject meter as a result of the alleged display issues. At an unspecified time on (B) (6), 2010, a day prior to receiving the subject meter, the pt claimed she had symptoms of feeling shaky, sweaty and developed a headache. It is not known if the pt received medical intervention in response to the symptoms. The pt denied receiving medical treatment as a result of the alleged display issues. At the time of troubleshooting, the cca noted, there was no known misuse to the subject meter. Replacement product was sent to the pt. Although the pt developed symptoms suggestive of a serious injury, there is no indication that the subject meter caused or contributed to the event. The pt did not attempt to test with the reported device before or during the time of concern; therefore, the subject meter was not the cause of the injury. However, this complaint is being reported because the alleged issues remained unresolved at the time of troubleshooting.